Event description:
According to the reporter: the specimen bag ripped away from the ring at a point underneath the pull string separating the bag from the string and ring of the device. The bag was extracted, no device fragment or component was left in the patient. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).